Event description:
It was reported that this patient noted beeping tones from this implantable device. The beeping -:vas the result of high, out-of-range pacing impedance measurements of greater than 2000 ohms from the right atrial (ra) lead. The physician contacted technical services and it was discussed that the jumpy impedance measurements were most likely due to micromovements within the device header. It was stated the patient will be brought in-clinic, where interrogation will stop the beeping. The physician stated the beeping function will be programmed off and the pacing impedance out-of-range alert would be increased to 3000 ohms. The patient will continue with remote monitoring and no adverse effects were reported. At this time, the system remains implanted and in-service. The ra lead is not a boston scientific product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).